Manufacturer narrative:
This customer reported 2 elevated blood lead test results. This report documents one patient result. Separate mdrs are filed for each of the results. The related report number(s) are referenced in the respective 3500a form for traceability.

Event description:
Customer reported elevated blood lead patient results with leadcare ii to their inside sale representative (isr). On 2/18/2026, leadcare ii technical service (ts) contacted customer to investigate the event. Customer reported a blood lead test result of 3.8 g/dl for which no confirmatory test was performed, instead the patient will be returning to the site for re-testing. During troubleshooting ts identified that customer ran controls and they were within range level 1 = 7.8 ug/dl (target range =6.5-12.5 ug/dl). Level 2= 25.3 ug/dl (target range = 23.0-31.0 ug/dl). As part of troubleshooting, ts asked customer to describe method for capillary blood collection. Customer reported preparing patient hands by washing with soap and water, though no alcohol whipping is applied, then lancing the skin, and wiping the first drop of blood away by touching skin. Followed by filling capillary tube to black line with no air bubbles and immediately dispensing the contents in treatment reagent (tr) tube with plunger. Customer reported gently mixing tr tube, then using dropper provided with the testing kit to dispense sample onto "x" of sensor. Additional customer indicated microtainer tubes are not used for specimen collection, only the capillary tubes included in the leadcare ii test kit. Ts determined that not whipping the collection area with alcohol and touching the skin when whipping the first drop of blood are inconsistent with the method recommended by the cdc for capillary blood lead collection.